Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, left bundle branch block was noted. One day following valve implant, an electrocardiogram was performed and showed supraventricular tachycardia with a heart rate of 117 beats per minute. Intravenous therapy medication was administered and the svt resolved the same day. On the second post-operative day, atrial fibrillation with rapid ventricular response was noted. Medication was adjusted. On the third post-operative day, the conduction converted to sinus rhythm with first degree atrio-ventricular block. No adverse patient effects were reported. Additional information was received that on the first post-operative day, the patient was noted to have acute kidney injury on chronic kidney disease. The patient's serum creatinine peaked at 2.56 mg/dl prior to discharge. The diuretic medication was ordered to be held over the weekend and have the creatinine rechecked by the primary care provider the next week. No further information was reported. Per the physician, the transcatheter aortic valve implantation procedure was a probable contributing factor to the change.